Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited varied shock impedance measurements from the 70 ohms range to high out of range shock impedance measurements greater than 125 ohms. It was noted the patient was pre-renal and was not on dialysis at this time. Technical services (ts) discussed the potential of the patient condition being an influencing factor and discussed the option of continued monitoring and also discussed potential troubleshooting options if measurements increase to 140 ohms or greater. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.